Event description:
It was reported by service report that the brakes were not holding. It was further reported the footend lift was stuck at an elevated height. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results - brake plate kit. Lift motor.